Event description:
When opening a bottle of alpha napthol reagent, the customer reported inhalation exposure to the reagent during handling that required hospitalization and treatment for respiratory failure. The customer had reported labored breathing and paralytic condition.

Manufacturer narrative:
Reagents from the same lot were evaluated. Results could not be duplicated. Product is within performance claims.